Event description:
A customer reported a system error (se) 2240 (air in set) alarm, which occurred on the homechoice (hc) during drain 3 of 5. The technical service representative assisted the home patient (hp) in clearing the alarms and removing the cassette. The tsr advised the hp to dispose of current supplies and start over with all new supplies. The hc was operational. There was patient involvement, however no adverse event was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4).an alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned, a device analysis cannot be completed. Should relevant additional information become available, a follow-up report will be submitted.